Event description:
Abdominal aortography was performed using a 5 french pigtail catheter through a right common femoral approach. During the angioplasty, a rupture was noted in the right iliac balloon at 2mmgh pressure. The balloon could not be brought into the sheath without resistance and therefore the sheath and balloon were removed over the wire. At this time, a distal fragment was noted to not be present. A 4 french snare was inserted into the right femoral sheath and the distal tip of the right common femoral wire was snared. This was brought back to through the sheath and external to the pt's body to form a intra-arterial loop. This loop was then carefully manipulated out of the vascular system. The 5 french catheter was re-introduced from a left common femoral approach and angiography was performed. The right sheath was then removed with negative pressure maintained. The sheath was then flushed into a bowl to inspect for balloon fragments which were found. The left femoral sheath and catheter were then removed and hemostasis obtained. The pt tolerated the procedure well.